Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor lost pairing with the ilet while the dexcom mobile app continued to display glucose values, and the user restarted the pairing process after toggling settings, restarting the device, and re-entering the pairing code. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no need for medical intervention and no hospitalization. Investigation included customer troubleshooting and guided re-pairing steps. Investigation of this case revealed a communication or pairing failure between the cgm and the ilet without evidence of sensor failure or physiological harm. It was concluded, based on previously established findings for similar reports, that the cause was likely user or external device connectivity factors.